Manufacturer narrative:
During the service evaluation, it was identified that the handpiece had a faulty transducer. The DHR documentation and service history were reviewed and no anomalies that could be associated with the complaint incident were observed. The complaint was verified as valid, the handpiece transducer was faulty and thus the cause of the complaint incident.

Event description:
A customer reported that the c2602 cusa excel 36khz straight handpiece was broken. The date of the event was not specified. It was unknown if there was patient contact, injury, or surgery delay. Additional information has been requested but no other clinical information has been provided.